Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the lv (left ventricle) was high.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular (rv) lead coil fracture noted in the event description was reported in the remedial exemption action report (B)(4). Concomitant products: 694965 lead (B)(6) 2006, 5076-58 lead (B)(6) 2008, 5076-52 lead (B)(6) 2006. (B)(4).

Event description:
It was reported the left ventricular (lv) lead exhibited high impedance, high and unstable thresholds and no capture believed to be due to a right ventricular (rv) lead coil fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.